Event description:
It was reported that a decrease in the lead impedance was observed. All other measurements and isometric lead testing were normal. The physician opted to schedule the patient for a lead extraction. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.